Event description:
Philips received a complaint on the patient information center ix indicating the sector displays "overview not available" message and loses communication with all monitors. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number:(B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse reported this was a philips supplied network which lost connection, and it was only a department with a couple of monitors that loss connection. The issue was resolved by restarting the central monitor. After a system reboot, the error was cleared and device returned to working specification. No further investigation or action is warranted at this time. After further investigation, this record has been deemed not reportable. The absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted.